Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a concentric and 90% stenosed proximal left anterior descending artery. A 4.5 x 12 mm nc voyager balloon catheter was used for post-dilatation of the deployed stent, however, the balloon catheter could not be withdrawn into the guiding catheter due to poor balloon refold. The device was removed from the anatomy at the same time as the guide wire and guiding catheter. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.